Event description:
It was reported that during a discharge check, loss of rv capture was observed. The lead was repositioned. After re-inserting the lead into the device header, a tug test was performed and lead pulled out, and the lead pin broke off and was stuck in the device header. A new lead and ICD were implanted. The patient was doing well after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a connector anomaly could not be confirmed in the laboratory. Upon receipt, the lead pin in the device header was not returned. The device was tested on the bench and test leads were inserted and all set screws were properly tightened.